Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the inner insulation breached metal induced oxidation. It was also noted that all conductors had blood/body fluid (not obstructed), the inner and outer insulation had metal induced oxidation, the outer insulation has cosmetic environmental stress cracking, the outer insulation was torn, ther outer insulation was breached cut, and there was blood in/on the helix mechanism.

Event description:
It was reported that the patient presented with a ventricular lead that measured high, unstable, un-measurable thresholds along with oversensing and low impedence. The lead was removed and replaced. No patient complications were reported as a result of this event.